Event description:
The customer's mother reported that the insulin pump alarmed motor error during bolus delivery. Customer's blood glucose was 142 mg/dl. It was found that customer uses the sensor feature on the insulin pump. Advised the customer the cause of the alarm was due to viewing the sensor glucose graph while the insulin pump is delivering bolus. Advised the customer to complete the bolus delivery before sensor glucose graph. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime/compromised force sensor system test. Motor passed motor test. No motor error alarm. Insulin pump received with minor scratched display window. Insulin pump received with cracked battery tube threads. Insulin pump received with cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).